Event description:
It was reported that the system stored an untreated episode due to oversensing of myopotential noise. The sensing vector was set to the primary vector. Later, the doctor explanted both the pulse generator and the electrode. The system was successfully replaced with a transvenous system. There were no additional adverse patient effects.